Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened 23 gauge trocar cannula/hub assemblies were received in a container for evaluation. The returned samples were visually inspected and were found to be non-conforming. Samples 1 and 2 had damaged and torn septum slits and sample 3 had a extended and torn septum slit. The exact root cause could not be determined from the investigation performed. The returned samples were visually nonconforming; therefore the leaking trocar valve was confirmed; however how and when the septum of the three trocars became damaged could not be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing leaking trocars. Patient and procedure impact are unknown.